Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was transplanted on (B)(6) 2018 due to an infection. Additional information was requested; however, no information was provided.